Event description:
Upon attempting to put reload in stapler the red safety cap fell off. Noted how easy the cap fell off and the ethicon rep was in the room for product support at the time. Rep helped to identify the flaw in the stapler load. The device was removed from the field and examined by the rn and the rep. Noted the safety lockout tab was missing off the reload. All lot numbers for the reloads were identical for the case and none of the other five loads had this part missing.